Event description:
The customer smelled a burning smell from an architect i2000sr analyzer and requested repair. The abbott field service representative (fsr) found the tube connecting the rapid diagnosis injector to the pm sensor had been chewed by vermin and was leaking. The leaking fluid had formed corrosion on the card cage back plate. The affected parts were replaced to resolve the issue. There was no adverse impact to patient management or user safety reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer stated a burning smell was observed from an architect i2000sr analyzer. The abbott field service representative (fsr) found the buffer line had been bitten into by a rat, causing a leak which burned and damaged the card cage at connector j44. Tracking and trending did not identify any adverse or non-statistical trend for the customer's issue. Labeling was reviewed and found to be adequate. Based on the investigation no malfunction or product deficiency was identified.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.